Event description:
It was reported that the device displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. After consulting technical services for an in-depth review, it was concluded that the device is showing signs of premature battery depletion. A replacement of the device is advised within the next 90 days. It has been observed that the delivery of therapy remains unaffected. The device should be replaced and sent back to st. Paul for a comprehensive analysis. Currently, the delivery of therapy is not impacted, but the device should be replaced within the specified 90-day period. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicated that the device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned.

Event description:
It was reported that the device displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. After consulting technical services for an in-depth review, it was concluded that the device is showing signs of premature battery depletion. A replacement of the device is advised within the next 90 days. It has been observed that the delivery of therapy remains unaffected. The device should be replaced and sent back to st. Paul for a comprehensive analysis. Currently, the delivery of therapy is not impacted, but the device should be replaced within the specified 90-day period. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicated that the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that the device displayed a code 1003, signaling that the battery voltage is too low for the expected remaining capacity. After consulting technical services for an in-depth review, it was concluded that the device is showing signs of premature battery depletion. A replacement of the device is advised within the next 90 days. It has been observed that the delivery of therapy remains unaffected. The device should be replaced and sent back to st. Paul for a comprehensive analysis. Currently, the delivery of therapy is not impacted, but the device should be replaced within the specified 90-day period. This device currently remains implanted and in service. No adverse patient effects were reported.